Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed on the right common carotid artery during sheath insertion. An additional stent was placed to treat the dissection. The patient's clinical condition after the completion of the procedure was reported as stable.